Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: screw tulip disengagement was confirmed via visual inspection. No relevant manufacturing issues were identified as all units met stryker specifications. Conclusion: the most likely cause of the event is fatigue of the devices due to the length of implantation.

Event description:
It is reported that 5 years ago, the products were implanted in the patient. After that, the products were attempted to be removed on (B)(6) 2016 after synostotic. A broken screw was confirmed after removing the screw from area of s1 r. The broken part couldn't be removed and in patient body. And attempted to remove the screw of l5 l, it was rocked the head of screw. It was confirmed the broken screw head was on the tip of a mono driver during unlocking the screw by the mono driver.

Event description:
It is reported that 5 years ago, the products were implanted in the patient. After that, the products were attempted to be removed on (B)(6) 2016 after synostotic. A broken screw was confirmed after removing the screw from area of s1 r. The broken part couldn't be removed and in patient body. And attempted to remove the screw of l5 l, it was rocked the head of screw. It was confirmed the broken screw head was on the tip of a monodriver during unlocking the screw by the monodriver.